Event description:
It was reported that the user received an urgent low soon alert on the ilet pump shortly after a meal announcement, and the user took oral glucose with agent support; glucose values began rising by the end of the call. Symptoms included hypoglycemia risk indicated by an imminent low glucose alert. Outcomes included user self-treatment with oral glucose and no reported hospitalization. Investigation included troubleshooting and education conducted during the call with a follow-up planned to confirm stabilization. Investigation of this case revealed no device malfunction identified at the time of the call, and the event was considered related to early system behavior with a new ilet potentially delivering more insulin when adapting from a prior high. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.